Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Correction to g3 of the initial medwatch. The aware date should be jan 16, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. There was no damage to the area where the foreign material was detected. A definitive root cause cannot be determined. The suggested event can be detected / prevented by following the instructions for use witch state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the connecting tube had a dent and was scratched. The bending angle in the up direction did not meet the standard value due to wear of the angle wire. The adhesive around the objective lens and light guide lens was peeled. The forceps channel port was shaved. The image guide protector, universal cord protector on the scope connector side, scope connector cover unit, and forceps elevator lever were scratched. The forceps elevator knob, up/down knob, right/left knob and the switch box were scratched. The scope cover, scope connector, universal cord, and the grip were scratched. The suction cylinder was shaved. The control unit was discolored and had a scratch. The adhesive on the bending section cover was chipped. The play of the up/down knob was out of the standard value due to wear of the angle wire. Resin part of the unit was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation a foreign object was found inside the nozzle of the colonovideoscope. There were no reports of patient involvement.